Event description:
It was reported that during a percutaneous coronary intervention procedure, stent deformation occurred. In (B)(6) 2012, this 3.50x24mm promus element and two other promus elements stent delivery systems (sds) were implanted in the proximal apical left anterior descending artery (lad). The 80% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. During the procedure the guide catheter or guide wire pushed the ostium of the proximal lad, it was noted that this previous implanted stent became deformed. It was further reported that the stent deformation may have occurred due to the guide catheter being deeply seated. The procedure was completed by inflation of the sds at the ostium of the proximal lad. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).